Event description:
The patient rec'd a 3.5 x 13mm cypher stent at 14atm in the mid right coronary (rca). The residual % of stenosis was 0%. Six months later follow up coronary angiography was conducted and restenosis was observed at the proximal to distal right coronary artery (rca). The patient didn't show any symptoms. There was 90% stenosis at the proximal rca and 75% at the mid to distal rca. To treat the restenosis at the proximal rca, balloon angioplasty was conducted. To treat the focal restenosis at the mid rca, a 3.5 x 18mm cypher stent was implanted. To treat the restenosis at the distal rca, a 3.5 x 18mm cypher stent was implanted. Procedure details were unknown. The residual % of stenosis was 0%.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two product associated with this event. Please refer to MDR report # 9616099-2006-01616. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.